Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision. The pocket revision was due to the patient's ipg being flipped upside down, which had been confirmed by an x-ray. The patient is reportedly doing well.